Event description:
It was reported that the patient presented for a new implant. It was noted that the right ventricular (rv) lead could not be implanted. The rv lead was exchanged.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between the inner coil and ring electrode conductors consistent with overtorqued inner coil.